Event description:
The recipient reportedly experienced a gusher during implant surgery due to the recipient's anatomy. The gusher was managed without complication.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.